Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a lead replacement (related manufacturer reference number 1627487-2024-08563 & 1627487-2024-08564) procedure on (B)(6) 2024 for high impedances while the leads were out a diagnostic was done and the high impedances cleared. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.